Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple minimum fill notifications occurred after filling the cartridge with 100 units of insulin. Blood glucose was not impacted. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.